Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose levels of 29 mg/dl. The customer stated that the insulin pump was alarming. The customer reported having issues with the sensor glucose levels reading being different from the blood glucose levels reading. The customer believed that the issue was with the transmitter. The customer recorded a sensor glucose reading of 400 mg/dl when the actual blood glucose level was 200 mg/dl. Advised that the sensor glucose and blood glucose difference was not within an acceptable range. Troubleshooting was done. The customer stated there were no bent cannulas seen. The customer received a calibration error alert and explained to customer proper calibration techniques. Advised that a replacement sensor and transmitter would be sent. No additional information was provided.